Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with noise on their right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.